Event description:
It was reported that patient underwent a gynecological procedure on (B)(6) 3007 for stress urinary incontinence and pelvic floor repair mesh was implanted. Concomitantly, the patient had a total vaginal hysterectomy. The patient experienced dyspareunia, fecal and urinary incontinence, intussusception of the sigmoid colon, and mesh erosion. The mesh was removed on (B)(6) 2008 and (B)(6) 2010. The patient underwent three post anastamosis procedures due to structuring on (B)(6) 2010and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent excision of abcess, I&d and partial resection of the surgical tape from the vault suspension on (B)(6) 2006 by dr. (B)(6) due to mass in right groin.

Manufacturer narrative:
(B)(4) - intussusception of sigmoid colon occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01336. The same patient is represented in each medwatch.